Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to broken wires in the monitor's electrode belt cable receptacle. Additionally, there was contamination on multiple components of the ca board. The root cause for the broken wires could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A (B)(6) distributor returned a monitor and reported being unable to communicate with a belt.